Event description:
New information received notes that the lead was explanted and replaced due to externalized conductors. Patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.5-15.7cmf rom the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.8-10.5cm from the distal tip. Internal insulation abrasion was noted at 7.4-9.0cm, 10.0-10.1cm, 16.0-16.5cm, 19.3-19.4cm, and 19.7-19.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during device change out for normal eri, fluoroscopy revealed externalized conductors. All electrical measurements were good. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.